Event description:
The customer reported that the insulin pump buttons were unresponsive. Customer stated was changing infusion set and realized the buttons were not responding. Troubleshooting was done. No blood glucose reading provided. Advised customer we could send loaner pump. Customer declined loaner pump, stated he was not sure if this was a one time mess up. Advised the customer that we are also unsure that the insulin pump was still functioning properly. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer declined loaner pump and returning his current insulin pump at this time. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.